Manufacturer narrative:
Correction- device code (B)(4) no longer applies. Device code (B)(4) now applies. References the main component of the device system; the other relevant components include: product ID: 8709sc, lot# serial# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Analysis of the catheter found that there was a user related hole in the catheter body. Eval code-conclusion (B)(4) on the catheter updated. Eval code-result (B)(4) and (B)(4) apply to the catheter. Eval code-method (B)(4) apply to the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a consumer receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump. It was reported that the patient experienced a loss of pain relief. A dye study showed that the catheter was not patent and it was replaced. The new catheter was placed and the issue was resolved. There were no further complications reported/anticipated.